Event description:
A (B)(6) male pt called zoll customer support to report that the front therapy electrode of his belt had gelled. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon investigation the distribution node (dn) to ECG "c&d" cable was damaged, and a wire was cut inside ECG "c". The cut wire caused the ECG to ground out, thus creating an artifact event that caused the belt to gel. The root cause of the damaged cable and cut wire could not be positively identified. No adverse event resulted from the damaged cable and cut wire. The pt received a replacement electrode belt.